Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, before balloon inflation, the dissection balloon was not attached to the body of the device. Another balloon was used to complete the surgery. There was no patient injury.